Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and intensive care unit (ICU) and was subsequently hospitalized with a high blood glucose (bg) however, a specific value was not provided; cause was unknown. The customer was treated with insulin therapy and was discharged on (B)(6) 2021 with no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.